Event description:
Purchased complete moisture plus multi purpose solution in 2007. I have used this product in the past and stopped after hearing it was causing problems many months back. I switched to another product. I thought I'd give this product a try again and picked up a 2-pack of 12 oz bottles. I used the product for a day and thought that my disposable lenses were getting old and tossed them out. I used the product the next day and noticed worse problems with blurry vision, eye pain and light sensitivity. I was my belief that the recall had removed all bad products from the shelf. After the third day, I bought new solution and let my lens soak for a couple days while I wore my glasses as my eyes were too sore. It took several days of using the new solution before my eyes went back to being pain free. I went to the eye dr and luckily he found no damage to my eyes. I looked up the recalled lot numbers and noted that the product I had was not on the list. Could you please let me know if lot number ab02143 should have been included on the list? If it wasn't could you test it as I have worn contacts for over 25 yrs and used different solutions and have never experienced pain as I did with this product.